Event description:
At approximately 0830 on [redacted], dr. And team discovered that the k-wire they were using broke inside the patient while using the mini c-arm. Dr. Cleared the k-wire took out all pieces. All pieces have been kept in a biohazard bag and kept with charge rn.